Event description:
Tampon lining was inside me this whole time [foreign body in reproductive tract]. Tampon lining came off [device breakage]. Smell different- vaginal [vaginal odour]. Case narrative: consumer reported via e-mail that the lining of the tampon was found in her vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.